Event description:
In 2004, the patient reportedly fell and hit head on the implant side. In 2005, the patient reportedly began experiencing numbness in the implant side, facial twitching and dizziness. April 2004, the patient reported experiencing these problems with or without using external equipment. Diagtnostic testing showed no device faults. Exploratory surgery was scheduled for 2005.